Manufacturer narrative:
Product complaint (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a percutaneous puncture and intracerebral vascular stent implantation of basilar stenosis, the stent of a 4mmx23mm enterprise 2 delivery system (encr402312, 11202827) became impeded in a 150/5cm prowler select plus (606s255x, 30355889) microcatheter (mc). It was reported that the stent couldn¿t cross through the mc. The physician tried to withdraw the stent but failed. The procedure was completed by another new stent of the same size. There was no patient injury reported. Additional information received indicated that it is unknown if the prowler select plus mc was removed with the enterprise, however, the same mc was not used with the replaced stent. Other devices were successfully used with the microcatheter prior to the encountered difficulties. The stent did not appear damaged at any time. The continuous flush on the microcatheter was maintained. No excessive force was applied to the device. The introducer was fully seated and secured in the hub. The device was not torqued. There was no evidence of physical material within the device. A non-sterile prowler select plus 150/5cm was received on a pouch with an enterprise2 4mmx23mm stuck inside it. The device was inspected, and it was noted with a compress condition at the tip section. The microcatheter was flushed with a lab sample syringe, however, due to the compress condition noted on the tip of the microcatheter, the enterprise2 4mmx23mm could not be removed from the prowler select plus 150/5cm, the stent is stuck at the compress section. The functional test could not be performed due to the enterprise2 4mmx23mm is stuck inside the prowler select plus 150/5cm. The ID could not be measured due to the stuck condition noted on the device; however, the ods from the micro-catheter were measured and were found within specification. A manufacturing record evaluation was performed for the finished device 30355889 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿catheter (body/shaft) - obstructed-in patient with loss of mc cerebral target position¿ was confirmed. During the analysis, it was noted that the prowler select plus 150/5cm was stuck by an enterprise2 4mmx23mm. Also, a compress condition was noted on the tip of the microcatheter, the catheter was flushed, however, the enterprise2 4mmx23mm could not be removed due to the compress condition noted on the prowler select plus 150/5cm tip, the stent located at the compress section. The compress and stuck conditions are related to the customer¿s complaint and appear to be caused by force and/or handling applied to the device however this cannot conclusively determine. Also, the exact time when the compress condition occurred could not be determined. Neither the analysis nor the mre suggests that the failure reported by the customer could not be related to the manufacturing process. The instructions for use (IFU) warn to never advance or withdraw an intraluminal device against resistance. Movement or force of the catheter or guidewire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Based on the photo provided, only a part of the delivery wire could be seen inside of the prowler select plus 150/5cm, no apparent damage could be appreciated on the picture. Only a part of the device was shown. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances related to the reported complaint condition were identified. The reported condition, ¿catheter (body/shaft)- obstructed-in patient with loss of mc cerebral target position,¿ could not be evaluated based on the pictures. The mre suggests that the failure reported by the customer could not be related to the manufacturing process. No corrective action will be taken at this time. Further investigation will be performed if the device returns for analysis. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report number is 1226348-2020-00473.

Event description:
As reported by the field, during a percutaneous puncture and intracerebral vascular stent implantation of basilar stenosis, the stent of a 4mmx23mm enterprise 2 delivery system (encr402312, 11202827) became impeded in a 150/5cm prowler select plus (606s255x, 30355889) microcatheter (mc). It was reported that the stent couldn¿t cross through the mc. The physician tried to withdraw the stent but failed. The procedure was completed by another new stent of the same size. There was no patient injury reported. Additional information received indicated that it is unknown if the prowler select plus mc was removed with the enterprise, however, the same mc was not used with the replaced stent. Other devices were successfully used with the microcatheter prior to the encountered difficulties. The stent did not appear damaged at any time. Continuous flush on the microcatheter was maintained. No excessive force was applied to the device. The introducer was fully seated and secured in the hub. The device was not torqued. There was no evidence of physical material within the device. Preliminary pictures were received.